Event description:
A home patient (hp) reported dry minicaps. Hp stated, the sponges were light brown in color and packages were sealed in the usual manner. Hp stated, no trace of betadine in the tubing when initiating the dialysis exchange. The hp reported no pt injury or medical intervention associated with these incidents.